Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump.